Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a platelet plasma donation had been running for approximately an hour when she received a level sensor alarm. It was then that she noticed that there was a saline bag hooked up instead of the anticoagulant bag. Per the customer, there was notable clumping throughout the platelet bag. The medical director was notified. No medical intervention was required for this event. The patient was observed for 30 minutes, with no ill effects noted. The donor was contacted 20 hours post donation and was feeling fine. The disposable kit is not available for return, because it was discarded by the customer.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Terumo bct's customer support contacted the customer if they needed retraining for this incident. The customer stated that they did not feel it was a training issue but was one of the operators not paying close enough attention. The customer declined retraining. Root cause: the customer admitted that the incorrect solution was a technician error and was not related to any issues with the disposable or equipment.